Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10553 for information regarding the second device reported in this event.

Event description:
As reported by the affiliate, a hakim programmable valve with siphonguard was overdraining and was revised. After the revision procedure, patient's condition was good.

Manufacturer narrative:
The valve and siphon guard were returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve. The position of the cam when valve was received was 120mmh2o. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The valve was flushed; no occlusions noted. The valve was leak tested; no leaks noted. The valve was reflux tested and failed. The siphon guard already detached from the valve was tested and passed. The silicone was cut just before the cam mechanism; biological debris was found sticking to the cam mechanism. The cam was moved slightly. The valve was retested for programming and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, on the cam mechanism, and on the base plate. A review of manufacturing records for the valve found the device conformed to specification when released to stock. A review of manufacturing records for the siphon guard could not be performed, as no lot number information was provided. The root cause for the programming problem was due to the biological debris found on the cam. The root cause for the problem reported by the customer is likely due to the biological debris found on the ruby ball, the debris was stopping the ball from sitting correctly on the seat of the ruby ball. Refer to MDR 1226348-2018-10553 for information regarding the second device reported in this event.